Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was no relationship between the returned device and the reported incident. Visual inspection of the returned controller found that there were no physical or visual discrepancies with the device. The returned device was tested using a known good compatible wand, which revealed that revealed that the controller functioned as intended according to the reported event. All ablation and coagulation output voltages fell within specified ranges. The volume control did not function. The complaint was not verified and the root cause could not be determined after investigation since the device performed as intended. Factors that can lead to electrical short issue include: 1. There may have been a loose cable connection between the returned controller and the device, which could cause the arc across the port connector. 2. There could have been a power surge to the controller could have cause arc. 3. There may have been a loose power connection or interference between other devices. There were no indications to suggest the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the controller had a short circuit. No patient injury was reported or involved. No further information is available.